Event description:
It was reported that the right ventricular lead has rising impedance and had a patient alert. The clinician reprogrammed the device and patient again had a patient alert shortly afterward. This was felt to be programming related. The lead is still in use. No further patient complications were noted as a result of this event. It was further reported that there was high thresholds and high impedance. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead has rising impedance and had a patient alert. The clinician reprogrammed the device and patient again had a patient alert shortly afterward. This was felt to be programming related. The lead is still in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.